Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-00782.

Event description:
The patient was undergoing a coil embolization procedure in the tibial artery using pod packing coils (pod pcs) and a lantern delivery microcatheter (lantern). During the procedure, it was reported that a pod pc became bent on the proximal end of the pusher assembly upon removal from the packaging. The pod pc was therefore removed; however, no additional coils were used. It was also reported that the physician encountered resistance while advancing the lantern over the guidewire towards the sheath, outside of the patient. The lantern was then removed and was not used in the procedure. The procedure was completed using a new lantern. There was no report of an adverse effect to the patient.